Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. D4 batch #: y7026f. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned inside its original packaging. Upon visual inspection, it was found evidence of cable marks on the tyvek and the blister shows adhesive shortage. This defect has been correlated to a manufacturing process. The reported complaint was confirmed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The images provided by the customer shows evidence of cable marks on the tyvek and blister seal area. A manufacturing record evaluation was performed for the finished device batch y7026f and no non-conformances were identified.

Event description:
It was reported that during a lap hepatectomy segment 7/8 the device was opened to replace first faulty piece. However when opening the sterile pack it was noted that a portion of the cable was not fully within the sterile packaging. Another har1136 was opened to ensure full sterility. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2024. B3: event year only reported: 2024. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.